Event description:
Our office in (B) (4) reported male patient experienced eye pain after wearing lenses that had been disinfected/neutralized with consept 1step. When he tried the product again he had no further problems

Manufacturer narrative:
Customer returned his lens case with solution in it. The solution was 1% hydrogen peroxide. The customer's neutralizing tablets were found to meet specifications. The root cause has not been established.